Event description:
It was reported that during a ventricular tachycardia (vt) mapping procedure using carto3 for guidance, the patient, who had been in sinus rhythm for most of the procedure, developed an episode of ventricular tachycardia (vt), which the physician wanted terminated. An attempt was made to deliver external an emergency cardioversion therapy but the defibrillator gave an error message ¿equipment disabled: therapy¿. The external defibrillator patches attached to a philips heartstart xl and external defibrillator. A new connector cable was connected from defibrillator patches to the defibrillator and second defibrillator generator was tried (same make and version) but the same error message occurred and the error message persisted. When it was clear there was an issue with the second defibrillator, the physician resumed attempts to terminate the ventricular tachycardia (vt) with overdrive pacing from the internal catheter electrode. The physician succeeded by the time the third defibrillator was available and attached to the patient's defibrillation pads. Defibrillation therapy was not required from the third device (older version), but it was attached to the patient defibrillation pads and did not display any error messages. The location pad activation was off from when the second defibrillator was brought in to the lab until the procedure resumed. The patient was under general anesthesia and the ventricular tachycardia (vt) rate remained stable throughout the episode. During troubleshooting, the original "faulty" defibrillator was reattached to the patient's defibrillator pads and with the location pad still on, the defibrillator went through a successful self test. When the defibrillator was switched to "therapy" the original error message "equipment disabled: therapy" reappeared, and this time when the location pad was switched off, the error message disappeared. There was no error message appeared on the older version of the philips heartstart xl at any time.

Manufacturer narrative:
According to the carto 3 IFU, ¿the synchronizing function of certain defibrillators may be incompatible with the carto® 3 system (for example, zoll defibrillators). When using external defibrillators with an incompatible synchronizing function, disable the carto® 3 system location pad before attempting to defibrillate the patient.¿ a supplemental report on device evaluation will be submitted once it is completed. (B)(4).